Manufacturer narrative:
The investigation has been completed. Based on the analysis, occlusion alarms were identified in the pump logs; however, investigation could not be completed due to a different issue that was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer¿s blood glucose (bg) was approximately 500 mg/dl (not known if above or below 500 mg/dl). Customer was vomiting. Pump supplies were changed and a bolus via the pump was delivered to address bg. Customer was taken to the emergency room (ER). Intravenous fluids were administered. Kidney levels were back to normal and customer was released without being admitted to the hospital. Contact alleged the cause of event was due to the customer not having the most updated (new) pump.